Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the power module assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).